Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the sphincterotome wire had disintegrated following the activation of the erbe generator machine. A portion of the wire was reported to have fallen into the patient's bowel, and was then retrieved. The physician then performed a fluoroscopy, and observed no wire remnants in the patient's duct. The procedure was completed following the use of a different, but similar sphincterotome device. There was no patient injury reported.

Manufacturer narrative:
Multiple attempts were made to gather additional information from the user facility by phone and in writing without success. The sphincterotome device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of a broken wire. The device was forwarded to the original equipment manufacturer (OEM) for further analysis. The OEM evaluated the device and found damage consistent with a high energy spark that might occur if the sphincterotome wire were allowed to contact metal. Based upon the results of the investigation, it appears the user may have inadvertently contacted a metal surface with the sphincterotome at the time the power was applied. This report is being submitted as a medical device report in an abundance of caution.